Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot:the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article abstract entitled, ¿occult hip prosthetic loosening diagnosed by [18f] fluoride-pet/CT¿ by gösta ullmark, md, phd, published by arthroplasty today (2020), vol. 6. Pp. 548-551, was reviewed. The purpose of this article was to use the [18f] fluoride metabolite combined with computerized tomography (f-pet/CT) to analyze the accuracy of predicting aseptic loosening after surgery for total hip arthroplasty in 44 patients. The authors used cemented and cementless tha components from a variety of manufacturers. There were 9 corail stem included in the study, the remaining products used were manufactured by a competitor. This complaint will capture the results of the 5 revisions performed. The authors did not specify the manufacturer of the stem that was revised. The actual number of revised corail stems is unknown. Results: (B)(6): patient received a stem revision to treat pain secondary to loosening of the stem at the bone to implant interface. The patient received a competitor cemented stem with impaction bone grafting. No additional information is available.